Event description:
Boston scientific received information that during a routine in-clinic follow up one week post implant, this implantable defibrillation lead exhibited loss of capture (loc). An echocardiogram was performed and revealed that the lead had perforated into the pericardial space. A lead revision procedure was planned. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that a revision procedure was performed. The lead was successfully repositioned without incident. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.